Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the discovered damages is cause not established. A yellow ray on image due to faulty ccd (charged coupled device). The investigation findings do not lead to a clear conclusion about the cause of the reported adverse event ¿ cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited a slice on the cable, a yellow ray on image due to faulty charged coupled device and a leak on the cable. There was no patient involvement.